Manufacturer narrative:
The axium coil has not been returned for evaluation. Requests were made for the return of the device, but no correspondence has been received regarding the device. Without device return the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with an axium coil. During the treatment of a right p-com (posterior communicating) aneurysm , it was reported the first axium coil could not be detached with the instant detacher as well as with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The pushwire was not stuck, it was able to be moved freely, but the coil did not detach. No further information provided. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The instant detacher and the implant coil were not returned for evaluation; therefore any contributing factors from these could not be assessed. The axium pushwire was returned with the implant coil already detached and missing. Follow up was conducted into regards to the missing implant coil, but no additional information could be obtained. It is possible that the implant coil was lost during return to medtronic for evaluation as the detachment portion of the pushwire was found to be exposed and extending from the distal end of the introducer sheath. The cause for the non-detachment could not be determined. The coin successfully pulled back from the lumen stop when the pushwire was broken at the manual detachment location (via hypotube). It is possible that the broken tack weld replacement (twr) crimp or the ovalized retainer ring may have contributed to the implant coil becoming detached during return to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).